Manufacturer narrative:
Reference medwatch 3004209178-2015-94502 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to a high blood glucose level of 460 mg/dl. The customer stated that there was something wrong with the quicksets because she was hospitalized three times. She was intensely vomiting and had ketones. In the hospital she was given insulin. The customer was wearing her insulin pump at the time of the emergency room visit. The product was not returned. Nothing further to report.